Event description:
A report was received that the patient underwent an explant procedure due to infection. The symptoms were discharge at the midline site and her sed rate was high. The patient was administered IV and oral antibiotics and was reportedly doing fine. The physician feels the infection was due to the patient's pre-existing diabetes condition and the patient's non-compliance. The physician does not believe the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg and percutaneous leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory